Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins and check therapy pad messages.) Has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a driven ground wire measuring open in the trunk cable. The root cause for the driven ground wire measuring open was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and the electrode belt was damaged.